Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with pt identifier (B)(6) is aviva system 1, medwatch with pt identifier (B)(6) is aviva system 2.

Event description:
Caller reported aviva blood glucose results of 300 mg/dl on aviva system 1, 107 mg/dl on aviva system 2 within 10 minutes. He used the same vial of strips in both meters. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.